Event description:
A surgeon reported a pt experiencing negative dysphotopsia following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported an add'l surgical procedure was performed to implant a piggyback iol.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/24/2009 and 10/09/2009 by phone, fax and mail. A completed questionnaire was received on 10/15/2009. This report was mailed to FDA on: 10/21/2009.